Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the keypad button symbols were found to be worn but there was no peeling or other damage to the keypad. The up button was found to be intermittently responding to presses. The keypad was removed and contamination was found under the up, down, and contrast button contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Event description:
The pump was returned to animas. Product analysis evaluation of the pump found intermittent response of keypad buttons and contamination under buttons contacts. This report is made based on the results of evaluation.